Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebv1924 showed no other similar product complaint(s) from this lot number. Device has not been returned, at this time.

Event description:
It was reported that resistance was felt during removal of the powerpicc. The procedure was stopped; and a warm compress was applied to the patient's upper arm for 20 minutes. A staff nurse lifted up the PICC to clean around the insertion site, and the PICC snapped. The doctor referred the patient to a surgical team; they took him to the "theatre" where an "IV cut-down" procedure was performed. The remaining PICC was extracted from the patient intact. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter (in two segments). The catheter contained blood-like usage residue throughout and what appeared to be dressing residue from the extension leg through the 18cm depth marking region. A complete break in the catheter was observed at the 20cm depth marking. The 18cm, 19cm, and 20cm depth markings were missing. The catheter color appeared lighter on the proximal segment, approximately 1cm from the break site and leading into the break. Microscopic examination of the fracture regions revealed extreme chemical degradation of the catheter in a region approximately 5mm on either side of the break. The catheter was heavily cracked, pitted, and discolored. Many cracks, of varying depth and severity, were seen to surround the circumference of the catheter at and near the break site. The fracture surface itself was highly granular and topographically complex. The evidence observed was consistent with extreme chemical degradation of the catheter and the fragile state of the specifically affected region showed that the damage must have occurred during use as the catheter would not have survived initial insertion in its provided state. The fact that the dressing residue appeared to stop near the break site indicated that the break was near the insertion site and was likely caused by exposure to a chemical, which degraded the catheter. The product IFU warns, "when using alcohol or alcohol containing antiseptics with polyurethane piccs, care should be taken to avoid prolonged or excessive contact. Solutions should be allowed to completely dry before applying an occlusive dressing. Chlorhexidine gluconate and/or providone iodine are the suggested antiseptics to use. Additionally, the IFU warns, "acetone and tincture of iodine should not be used." A lot history review (lhr) of rebv1924 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that resistance was felt during removal of the powerpicc. The procedure was stopped; and a warm compress was applied to the patient's upper arm for 20 minutes. A staff nurse lifted up the PICC to clean around the insertion site, and the PICC snapped. The doctor referred the patient to a surgical team; they took him to the "theatre" where an "IV cut-down" procedure was performed. The remaining PICC was extracted from the patient intact. No patient injury was reported. Additional information: complainant facility reported that chloraprep (92% w/v / 70% v/v cutaneous solution) (chlorhexidine gluconate 20mg/ml / isopropyl alcohol 0.70ml/ml ) 3 ml applicator was used on the catheter for maintenance.